Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified that the geometry was faulty. The patient table was locked, and all the machinery could move. Review of log file indicated that the geo module could not be identified, and test failed. Fse confirmed the cable was defective. Fse replaced the module wp kit. After troubleshooting, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The table allows for positioning of the patient according to the requirements of the procedure. The available movements will depend on the configuration of the table. Movements are initiated by use of the pan handle, control module, swivel hand switch, the speed controller, and automatic position control (apc). These movements include: - manual table float for longitudinal and transverse movements of the ad7 tabletop - motorized longitudinal and transverse positioning for maquet and trumpf hybrid or tabletops. - motorized table height adjustment from the control module to bring the region of interest into the isocenter. - tilt allows the table to be placed in trendeleburg or fowler¿s position (-17 - +17 degrees) using the control module. Longitudinal movements become motorized when table tilt is engaged. - cradle allows the table to be angled -15 - +15 degrees toward the doctor or nurse side of the table using the control module. - pivot allows for the table to be manually positioned away from the center position once the pivot unlock function has been activated on the control module. This provides easy positioning in procedures using radial access. - swivel is a motorized function that uses a dedicated controller to extend the table movement range for systems with a floor mounted stand. - bolus chase is a motorized function that uses a dedicated controller to image the legs from hip to toe in one dynamic exposure. - automatic position control allows the table height and/or position to be recalled from a previously stored position on the tsm, using the accept button on the control module. (Apc function addressed in scenario 4). Note: in a maquet or trumpf table configuration there is also a table remote control which provides all movements in a motorized way. If the motorized movements of the table do not work as intended, the c-arm, patient, or staff can be repositioned in a way that allows for the procedure to continue. For example, the c-arm projection can be changed to compensate for a tilted or cradled tabletop. The patient can be positioned feet first on the table in a floor mounted stand configuration if lower body imaging is needed. The table can be manually panned down from hip to toe for single exposure peripheral imaging. If the table height cannot be adjusted the stretcher height can be placed at the height of the table in cases of patient transfer. If cardio-pulmonary resuscitation (CPR) the staff could elevate themselves if the current table height was too high to perform adequate chest compressions. The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency intervention; therefore, the loss of motorized movement of the table is not likely to cause to contribute to a death or serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.

Event description:
It has been reported to philips that the geometry was not working, the allura system could not move. The system was in clinical use, no harm has been reported to philips. A philips service engineer inspected the system onsite and analyzed the log file. Log file analysis showed that the geometry module could not be identified by the system, as a result geometry movements were not possible. The engineer replaced the geometry module and returned the system to use in good working order. Philips is further investigating this event.